Event description:
It was reported on (B)(6) 2025, that the x-ray tube on a 3dimensions mammography system would not expose, a burning smell was observed, and a generator error was displayed. No patient or user injury was reported. A field service engineer (fse) was dispatched to examine the device and found signs of arcing/burning on the end of and around the opening of the hv cable port on the x-ray tube. The fse reports that all cable connections were removed and inspected to ensure there were no short connections or pinched wires. In conjunction with technical support, the fse determined that the arcing came from the x-ray tube. The fse replaced the x-ray tube; however, there were still intermittent system errors; therefore, the inverter, multiplier, resistor pack, hv cable and filament protect board were also replaced. The fse performed system calibrations and test exposures while continuing to assess for signs of shorts or burning smells. The fse reports that after successful calibrations and system testing, the unit is functioning properly. No further information is currently available.